Manufacturer narrative:
A field service engineer (fse) went to the customer site to evaluate the device. The reported malfunction was confirmed during evaluation. Inspection and troubleshooting revealed that the connection at the max paw thumbwheel was not properly seated. Once the connection was re-seated, the issue was resolved. A patient circuit calibration and full performance check were completed. The unit passed all functional tests and is operating according to OEM specifications.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Event description:
Customer stated that the unit makes a knocking sound, then the driver stops. There was no patient involvement reported.